Manufacturer narrative:
Insulin pump alarmed during prime test due to a protruded/loose drive support disk. A cracked display window was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed and the drive support cap was sticking out. The blood glucose reading was 208mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.